Event description:
Surgeon was using guarded ear, nose and throat tip to cauterize in pt mouth and a sudden flame appeared on the end of the tip burning the tip guard. The doctor took the bovie out of the pt's mouth and the flame extinguished itself. There was no pt or staff injury.